Manufacturer narrative:
The results of this investigation concluded cusp 2 was torn. Cusp 2 contained a thin layer of fibrin. There was thin pannus ingrowth on the inflow surface of cusp 3. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tear, fibrin, and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 27 mm epic mitral valve was implanted. On (B)(6) 2016, severe mitral regurgitation was noted. Upon explant, a torn leaflet was confirmed and an edwards life sciences mitral magna stented tissue valve was implanted. The patient is reported to be recovering.